Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during an sleeve gastrectomy, the endocutter, plee60a, and he had a green reload gst60g, on the last firing it stapled on the remnant side of the stomach and left the patient side of the stomach wide open. Case completed with another device of the same product code, then had to staple in the stomach to where it almost meets the esophagus to get it stapled. There were no patient consequences reported.